Event description:
The consumer reported that while using a bd ultra fine insulin pen needle, the needle broke off in her stomach. She also reports that her stomach appears inflamed, infected, and has bumps at the injection site. The consumer went to the emergency department on (B)(6) 2014 where she was evaluated, received an x-ray that was unable to locate the possibly broken needle, and was referred to a surgeon for follow up care.

Manufacturer narrative:
The device is not available for evaluation. Upon completion of the investigation, a supplemental report will be filed.